Manufacturer narrative:
Returning for reprocessing service.

Event description:
The manufacturers sales representative reported when the ventilator was powered on it alarm due to a pressure sensors failure. The device was not in use therefore there was no patient involvement or harm. As reported, if the reported problem occurs during use in normal ventilation operation it may affect the accuracy of the system pressure measurement and may result in the unit going vent inop. A vent inop alarm displays on the screen, turns on remote alarm interfaces, and disables oxygen flow and blower operation. The sales representative reported when the ventilator top cover was opened the reported problem did not occur, but when the ventilator was closed back up the reported problem recurred. The sales representative reported when the data acquisition pcb to motor controller pcb board cable is touched the reported problem occurred. The sales representative reported the unit will be returned for company reprocessing service.